Manufacturer narrative:
(B)(4). Results: death. Pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Conclusion: death. Pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the case went well as far as implant of the stent grafts went; however, the patient was acidotic and did not survive. The patient died of compartment syndrome on the same day of implant.